Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error. The reported issue of low fio2 (fraction of inspired oxygen) readings that could cause or contribute to an adverse event was incorrect. The configuration for this device does not include fio2 therapy as an option, therefore low fio2 is not possible. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.